Event description:
The stylet would not curve on either side of the patient's body. Also, when the lead was placed, there was no motor response. The lead was replaced.

Event description:
See section h, number 6, event problem and evaluation codes.